Event description:
Subsequent to the previously filed report, additional information was received that the patient remain hemodynamically stable throughout the procedure. There was no difficulty implanting the 18mm amplatzer vascular plug 2. The patient was administered zopiclone for their hypo and hyperactive delirium. The patient reported a lapse in memory from (B)(6) 2024 . The cause of the patient's hypo and hyperactive delirium is unknown, but the patient's age at the time of procedure was a known major risk factor. It was noted that the patient also has a history of memory deficits. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event of hypo and hyperactive delirium was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was result of case specific circumstance as medications were administered. The lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 18mm amplatzer vascular plug 2 was successfully implanted in a patient. Post-procedure, it was noted that the patient began to experience periods of both hypo and hyperactive delirium. The patient was hospitalized for monitoring of condition. There was no intervention performed. The patient was discharged 6 days post-procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.